Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is not confirmed. Visual evaluation noted the tubing contained fluid and particles potentially contaminated with biological tissue. Due to the contamination present, functional testing was not performed, and the allegation of malfunction could not be verified. No problem found.

Event description:
It was reported that during a surgery the outflow tube set did not work. There was no suction. According to the surgeon, no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 28-apr-2023 it was confirmed that the error occurred during a knee arthroscopy. Due to the error the surgery time increased.